Manufacturer narrative:
The explanted devices were not returned to bsn for further evaluations as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt was explanted due to infection at the pocket site. The pt's symptoms were drainage, fever and redness at the pocket site. The pt was prescribed IV antibiotics. The physician believes the infection is related to the device. The pt is reportedly doing well.